Event description:
A surgery occurred due to life threatening bleeding in the prostate; the stents were pushed up into the bladder. Pt received multiple blood transfusions. Pt will be brought back in later to remove the stents.